Manufacturer narrative:
A search for non-conformance associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device. The device was not returned to the manufacturer for analysis and the alleged product issue cannot be confirmed.

Event description:
It was reported that coil embolization was attempted to treat a gi bleed. During advancement through the catheter, the implant coil unexpectedly detached and became stuck in the catheter. The coil was removed from the anatomy together with the catheter. There was no reported patient injury or additional intervention.